Manufacturer narrative:
After further review, this event was found to be a duplicate of MFR# 1710034-2023-01137. Therefore, this MDR will be cancelled.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system - dual port needle was difficult to disengage and leakage occurred from the hub. The following information was provided by the initial reporter: "it was reported that defective "nexiva closed IV catheter system - dual port" by the purchasing agent for the hospital. 3 separate nexiva devices had issues: 1) had a leak at the hub. 2) couldn't disengage the needle. 3) simply described as "malfunctioning".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system - dual port needle was difficult to disengage and leakage occurred from the hub. The following information was provided by the initial reporter: "it was reported that defective "nexiva closed IV catheter system - dual port" by the purchasing agent for the hospital. 3 separate nexiva devices had issues: 1) had a leak at the hub. 2) couldn't disengage the needle. 3) simply described as "malfunctioning"".